Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Returned to manufacturer on: unknown. (B)(6). Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that freeze board 800ml had no additive. No serious injury or medical intervention reported.